Event description:
It was reported that pump battery would not charge even though caller used tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer confirmed that pump began charging after being left plugged into working outlet with original charging supplies, pump did not shut down or lose power, and no further assistance was required.